Event description:
On (B)(6) 2012, the pt reported the infusion tubing has been turning black after 1-2 days of use and insulin is leaking from under the infusion site. She stated that today she bolused and smelled insulin and the headset adhesive was wet. She stated she normally uses the infusion set for 3 days but has been changing it every 1-1.5 days. The insulin has not been exposed to anything that would cause it to change color. There does not appear to be any damage to the infusion set. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.